Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used combined pak was visually inspected. There were several cracked on the infusion chamber on the pinch plate. Weld line and stress marks around the pinch plate was the evident that the infusion chamber was properly welded on the pinch plate. The damage on the infusion chamber might probably cause by shipping/handling, not welding issue. The root cause of the customer's complaint is most likely related to shipping/handling of the product. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested to mitigate this type of event. Based on our current tracking, there are no adverse trends for the component or lot. Quality assurance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that leakage from the cassette occurred and priming could not be performed during calibration. The surgery was completed after replacing the product with another one. The procedure type was unknown and there was no report of patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).